Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation/loosening, migration/subsidence, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04281 / 04282).

Event description:
It was reported that patient underwent an initial right total knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2015 due to pain. During the procedure it was found that the poly bearing and the tibial plate were fractured. The femoral, tibial and bearing components were all removed and replaced.